Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 350cc saline breast prostheses developed pain in both breasts post-implantation. The patient reported feeling breast pain for the past two months, mainly on the left side. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the 2nd of two breast prostheses.